Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Pm implanted with xfine jx25d e xfine tx26d. All measures were in range before and after pocket closure. The physician checked the connection with leads traction too before suturing and everything was ok. 1 hour later, they saw inappropriate spikes on ECG monitor o the patients. V lead impedance was>3000. They come back to surgery room and with a traction the ventricular lead came out the device. The physician tried several times to screw the lead but the lead didn't stay fixed in the connection site pulling it. It was as if the screw did not stop the lead. We will retrieve files an the device will be available for the shipment in 40 days.

Event description:
Pm implanted with xfine jx25d e xfine tx26d. All measures were in range before and after pocket closure. The physicyan checked the lead connection before suturing and everything was ok. 1 hour later, they saw inappropriate spikes on ECG monitor o the patients. V lead impedance was>3000. They come back to surgery room and the ventricular lead came out the device. The physician tried several times to screw the lead but the lead didn't stay fixed in the connection site pulling it. We will retrieve files an the device will be available for the shipment in 40 days.

Manufacturer narrative:
A preliminary analysis of the patient files has shown an potential atrial connection issue. No more information are available for now. This complaint will be re-opened in case of any further information.